Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/09/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: investigation revealed that there was contamination found under the key contacts. The keypad was found to be intact and the contrast button was found to be unresponsive. The contrast button has no affect on insulin delivery function. The remaining keypad buttons were found to be responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.